Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: (B)(6)); unknown egia su, unknown endo gia sulu, (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when firing the reload, the reload switched to the left. The handle was rebooted however, the issue did not resolve. The handle will be replaced with a refurbished handle. There was no patient injury.